Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an incisional ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a recurrent incisional hernia repair procedure on (B)(6) 2017 and a mesh was implanted at the facility by a surgeon. It was reported that the patient underwent a gastrectomy and revision of the mesh on (B)(6) 2018 at facility by a surgeon. It was reported the patient experienced pain, inflammation, nausea, vomiting, diarrhea, chills, loss of appetite and weight loss. No additional information was provided.